Manufacturer narrative:
Received a set of photos from the customer showing the affected sample. No conclusions could be made from the photos. Received one (1) used. List #ch-14, chemoclave® vented bag spike; lot #14341109. No visual damages or anomalies were observed. The reported complaint of no flow could be confirmed. The returned sample was tested and little flow was observed. The sample was disassembled and found to have a damaged spike. The probable cause is from a molding error in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Additional reporter: (B)(6). The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a chemoclave vented bag spike where the reporter stated that docetaxel couldn¿t drip. The event occurred during infusion. There was no bleedback, no chemo, no biohazard, no user facility medwatch, and no device was reprocessed/resterilized.